Event description:
Same case as MDR ID: 2134265-2013-08479. It was reported that balloon rupture occurred. The target lesion was located in the superior vena cava. The physician selected two 12-6/5.8/75 xxl vascular balloon catheters to treat the target lesion. The first balloon was advanced but ruptured circumferentially at 8 atmospheres and was removed from the patient's body. So, they advanced another balloon catheter of the same size and model, but it also ruptured at 8 atmospheres circumferentially. They were able to retrieve both of the balloons intact. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).